Event description:
It was reported that the gastrointestinal videoscope displayed scope communication errors (e238, e216) and an optical module life error (e117). The issue occurred during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error (237) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error (e238) and the optical module life error (e117) could not be determined. However, the most probable cause of the scope communication error (e216, e237) was due to corrosion on the endoscope connector, accompanied with water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on endoscope connector, e216 (scope communication error) occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.